Event description:
It was reported that during a routine follow-up appointment they discovered that this right atrial (ra) lead had a sudden increase in pacing impedances to steady high out of range greater than 3000 ohms. There were observations of noise and loss of capture even at high outputs. The patient was not atrial dependent, so the lead was reprogrammed to not provide atrial therapy and sensitivity was increased from 0.25 to 1mv to avoid oversensing. The lead remains in-service, and the plan was to continue to monitor this patient. No adverse patient effects were reported.